Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues related to this complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed. Region state has been updated as this information was not included in the initial report

Event description:
A customer reported that on (B)(6)2019, her adc freestyle libre meter would not power on with button press. Customer further reported her blood sugar dropped extremely low and experienced dizziness and lost consciousness. The customer¿s daughter attended to treat the customer with juice and sugar and then called the ambulance. She was diagnosed with hypoglycemia and treated with glucose intravenously. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2019, her adc freestyle libre meter would not power on with button press. Customer further reported her blood sugar dropped extremely low and experienced dizziness and lost consciousness. The customer¿s daughter attended to treat the customer with juice and sugar and then called the ambulance. She was diagnosed with hypoglycemia and treated with glucose intravenously. There was no report of death or permanent impairment associated with this event.